Event description:
It was reported by the sales consultant, during a distal radius fracture surgery on (B)(6) 2013, the tip of the drill bit broke off in the bone. The event occurred when the surgeon was pre-drilling and preparing for the screw insertion through the head of the volar plate into the bone. It was reported the tip of the drill bit was left in the patient, and that the procedure was completed with no adverse event to patient. It was also reported that the drill bit may have been previously used, as the facility does not consider drill bits as single use items. This report is for a 1.8mm drill bit with depth mark/qc/110mm. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) was performed and the report reads as follow: orchid unique manufactured the 1.8mm drill bit with depth mark/qc/110mm, p/n 310.509, and lot number u166500. The supplier's certificate of compliance ((B)(4) 2012) indicates the parts were manufactured to p/n 310.509, revision 'e'. The parts were made to the correct material requirements, and met the hardness and required specifications.